Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm morphology at the time of implant was reported to be tortuous. The proximal non-aneurysmal neck diameter measures 37 mm, maximum aneurysm diameter is 65 mm, and aneurysm length is 118mm. It was reported that 34 months post stent graft implant, there is a type ib endoleak due to dilation of the aortic artery. The physician is monitoring the pt. The pt is not a candidate for open surgical repair. No additional clinical sequelae were reported and the pt is fine. Please note that this device is an investigational device and is now distributed in the united states.

Manufacturer narrative:
Eval results: pt's condition affected effectiveness of device (dilation of the aortic artery). Inherent risk of procedure (endoleak). Conclusion: device failure/lack of effectiveness related to pt condition (dilation of the aortic artery).